Event description:
As reported by the edwards clinical specialist, at the transcatheter aortic valve replacement (tavr) procedure, upon rinsing the 23mm sapien valve, a black spec of debris was noticed on one of the cusps. The pertinent staff was unable to remove the debris from the valve, thus a second valve was opened and implanted successfully. The sapien valve was returned to edwards for evaluation. Per preliminary engineering evaluation results: upon pre-decontamination of the device, three fibers (2 black and 1 blue) were noticed on the leaflets confirming the customer complaint. Upon further inspection, five (5) particulates were found on two of the three leaflets. All foreign material was noticed on the rough side of the leaflet (the normal 2x500ml rinse did not remove the foreign material). The fiber materials were removed using tweezers and will be sent for chemical analysis. The particulate team is determining the material property testing. No other damage was noticed on the frame, leaflet, or skirt.

Manufacturer narrative:
Evaluation of the sapien valve is ongoing.

Manufacturer narrative:
(Device lot number) was updated. (Method); added. (Result and conclusion) was updated. The 23 m sapien transcatheter heart valve was returned to edwards unused and inside a bio-kit with the carton and valve holder. There was no damage to the outer box, or valve container. On leaflet 1, three particulates and one black fiber were noticed. Two particulates and one blue fiber were identified on leaflet 2. A black fiber was verified on leaflet 3. All fibers were removed and send for chemical analysis. Due to the small size, four (4) out of the five (5) particulates were lost during removal from the leaflets. The remaining particulate was sent for edx. The edx scan of the unknown particulate exhibited traces of carbon (c), oxygen (o), iron (fe), magnesium (mg), and titanium (ti). The bill of materials for the valve including manufacturing aids was reviewed and there was no material or tool found that was titanium-based. A corrective action clarifying inspection steps (look for foreign particles on valves as well as inside the jar) was implemented on (B)(4) 2012. However, this valve was manufactured prior to the implementation date of the corrective actions. There was no non-conformance associated with this valve during its manufacturing. Visual inspection did not show any observable damage to the frame, skirt, or leaflet of the valve. The material data sheet of the unknown material stated that the ir spectrum of the black fiber on leaflet 1, blue on leaflet 2, and black fiber on leaflet 3 showed similar absorption characteristics when comparing to cellophane-like, polyester-like, and cellophane-like material, respectively. The bill of materials for the valve including packaging material was reviewed and there were no black cellophane or blue polyester materials found. Cellophane is derived from cellulose through a series of processes. Cellulose and polyester are materials that are used in clothing. The sources of the fiber particulates could not be confirmed but it is speculated that the linen fibers from the manufacturing technician's clothing could have been introduced onto the valve manufacturing process. Edwards standard operating procedures enforces strict gowning procedures in each production clean room. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. The label/IFU adequacy review was not needed because this would not be a feature that can cause a user misuse. Review of the complaint data for sapien valves models (9000tfx and 9300tfx) from (B)(4) 2011 - (B)(4) 2012 revealed seven (7) other complaints for particulate/contamination. Evaluation of one of the valves returned under one of the complaints revealed a cellophane-like particulate. Edwards speculates that these two complaints could be related. Evaluation of the returned product for the remaining complaints did not reveal a cellophane-like or polyester-like particulate. Therefore, these complaints are not related to the current complaint. In this case, the complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history for the month of (B)(4) 2012 did not reveal that occurrence rate exceeds control limits for this failure mode. Therefore, a corrective or preventive action is not required.